Event description:
The spinal cord stimulator was implanted in early 2012. It was confirmed at the time of implantation to be functioning as expected. Subsequently, however, it appeared not be able to be charged at home no matter what or who tried so it was decided that the generator needed to be replaced.